Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally inva sive surgery - transforaminal lumbar interbody fusion (mis-tlif) at l4/5 levels for lumbar spinal canal stenosis (lscs). It was reported that during the procedure performed under navigation, a cage was installed. When the inserter driver was attached to perform the widening operation, the inserter driver could not be properly attached, and the cage had to be removed. It was suspected that a bone fragment had entered the cage, interfering with proper attachment of the inserter driver. A new cage was opened and installed, and the device was placed successfully without further issues. The procedure experienced a delay of less than 60 minutes. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.